Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. It was stated the device was discarded by the user facility. As the device was not returned for evaluation, visual and functional inspection was unable to be performed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: user attempts to cut staples or clips. User attempts to cut non-soft tissue. User attempts to cut excessive amount of tissue. The instructions for use (IFU) state: do not directly apply current to staples or clis. Instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. If cutting of staples or clips is attempted, damage to instrument may occur. Should the device become available for return, the investigation will be reopened. The reported event will continue to be monitored through post-market surveillance. (B)(4).

Event description:
It was reported the scissor stopped cutting during the procedure. There was a brief delay to get a new product. There was no patient injury or medical intervention reported. These are commonly used devices that are readily available.